Event description:
It was reported that during a lap total large bowel enucleation, the target tissue was pushed out at the 1st to 3rd stroke of the 4th firing when the knife moved forward during insert slot closing for ileum pouch. Although the cartridge was replaced to, the same incident occurred at the 1st to 3rd stroke of the 5th firing. The device was fired properly until the 3rd firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Lumbricoid staples were formed. Reinforcement material was not used. The primary disease of the patient is crohn's disease.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---blue. Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with six (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.